Event description:
In 2009, the ventilator failed and alarmed. The patient was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the patient or change in condition. The ventilator was serviced and a controller board was replaced, and the ventilator was returned to service.